Event description:
A malfunction alarm, indicated by "malf 0," was reported by the customer, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump since the malfunction code could not be reset, and shipping arrangements were confirmed. The customer was instructed on how to put the faulty pump into storage mode and agreed to return it using a pre-paid label. Meanwhile, the customer planned to use multiple daily injections as a backup insulin therapy.